Manufacturer narrative:
Zoll has not received the quattro catheter for evaluation yet. When returned, a supplemental report will be filed if the evaluation is completed.

Event description:
It was reported that the patient was receiving temperature management for hypothermia using thermogard system. After 2 hours of dwell time, the nurse observed a pink tint in saline bag. A quattro catheter leak was suspected. The nurse stated that the physician experienced insertion difficulty of catheter, the incision site was bleeding and additional sutures were applied around the catheter shaft. Temperature treatment was continued using bair hugger. Normothermia was achieved with surface therapy. No patient consequence reported.

Manufacturer narrative:
The reported catheter leak was confirmed. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pin hole leak was observed on the shaft at 41 cm marker. The shaft appeared to be cut at the 41 cm marker. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.